Event description:
On an unknown date this pt was implanted with a gore excluder aaa endoprosthesis. In 2009, a reintervention was performed whereby a gore excluder aaa endoprosthesis contralateral leg component was successfully implanted to treat a type I endoleak. The patient tolerated the procedure. No images are available. Further investigation is pending.